Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inflation valve came off from the foley when they tried to pour water. Customer said that they did not apply any particular force and that they operated as usual.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (4) photo samples. The first photo sample shows the overview of the drainage bag with an inlet tube, sample port connector and all-silicone catheter second photo sample zooms in on the inflation cap/inflation port was disconnected from the inflation arm. Third photo sample shows the side view of the inflation cap/inflation port was disconnected from the inflation arm. The fourth photo shows the date code. Visual evaluation of the returned sample noted one opened (without original packaging), drainage bag with all-silicone foley catheter and sample port connector. Visual inspection of the sample noted the inflation cap/inflation port was broken/disconnected from the inflation arm on the returned sample. This does not meet specification per (B)(4), revision 19 which states "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap [2] without cuts, holes or tears on the inflation arm". The labeling is found to be adequate to fulfill s03fa211 revision 26. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inflation valve came off from the foley when they tried to pour water. Customer said that they did not apply any particular force and that they operated as usual.